Manufacturer narrative:
The device was returned to the manufacturer and the complaint was confirmed. Internal components were evaluated which revealed that the sockets of the motor assembly were damaged. Damaged sockets can send wrong signals to the console including unintended activation. The drill was repaired and returned to the customer.

Event description:
It was reported that the device operated without activation. No additional information was provided regarding this malfunction.